Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following our receipt of the one returned unopened sensor and performed a visual inspection and sensor tray smash like but unable to confirmed customer received sensor in said condition due to customer did not return original box or packaging. In summary the customer complaint of packaging damage could not be confirmed but sensor damage was confirmed. Missing original box/packaging. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a damaged sensor package, sterility anomaly. The customer reported no adverse event. The event involved product(s) mmt-7040b. Troubleshooting was performed. The packaging was reported as not sealed properly, misshaped, or sterile packaging not intact. No harm requiring medical intervention was reported. The customer was informed that the sensor will be replaced. Mmt-7040b was returned for analysis.